Event description:
It was reported that during a lap sigma procedure, the instrument did not fire at all. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Firing trigger teeth. The analysis results found that the ets45 device a was received in good visual condition and with a reload present. The returned reload was partially fired and with the lockout spring damaged, which indicates that the device's firing cycle was interrupted. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instructions for use for more information. After further inspection, the clamping and firing mechanism were noted to be damaged. No functional test was performed. The device was disassembled to verify the condition of the internal components and the trigger post was found damaged. The analysis results found that the ets45 device b was returned with the firing mechanism damaged and with no reload present. In addition, the device was received with the wedge sleds exposed. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4).